Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Through journal article ¿chest wall infiltration is a critical prognostic factor in breast implant-associated anaplastic large-cell lymphoma affected patients.¿ 61 patients who did not have fatal outcomes were noted to experience varying events including: seroma in 58 patients, mass in 8 patients, capsular contracture in 7 patients, erythema in 4 patients, breast pain was experienced by 2 patients not not been diagnosed with capsular contracture, weight loss in 1 patient, itch in 1 patient, fever in 1 patient, asthenia in 1 patient, and contralateral lymph node dissection in 1 patient. All patients were diagnosed with bia-alcl (alk- and cd30+).treatment included: implant removal, total capsulectomy, complete mass removal, preventive adjuvant therapy after surgery, and cyclophosphamide/doxorubicin hydrochloride/vincristine sulphate (oncovin)/ prednisone alone was the most common chemotherapy regimen used. Affected sides are both left and right. The status of the devices is unknown. The manufacturer of the devices is unknown

Manufacturer narrative:
"Article citation: chest wall infiltration is a critical prognostic factor in breast implant-associated anaplastic large-cell lymphoma affected patients. Antonella campanale, arianna dinapoli, marco ventimiglia, stefano pileri, daniela minella, giuseppe curigliano, maurizio martelli, roy de vita, paola di giulio, marco montorsi, paolo veronesi, silvia giordano, achille iachino and lucia lispi. European journal of cancer. May 2021. Volume 148, pages 277-286. The event of bia-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl.

Event description:
Through journal article ¿chest wall infiltration is a critical prognostic factor in breast implant-associated anaplastic large-cell lymphoma affected patients.¿ 61 patients who did not have fatal outcomes were noted to experience varying events including: seroma in 58 patients, mass in 8 patients, capsular contracture in 7 patients, erythema in 4 patients, breast pain was experienced by 2 patients not been diagnosed with capsular contracture, weight loss in 1 patient, itch in 1 patient, fever in 1 patient, asthenia in 1 patient, and contralateral lymph node dissection in 1 patient. All patients were diagnosed with bia-alcl (alk- and cd30+).treatment included: implant removal, total capsulectomy, complete mass removal, preventive adjuvant therapy after surgery, and cyclophosphamide/doxorubicin hydrochloride/vincristine sulphate (oncovin)/ prednisone alone was the most common chemotherapy regimen used. Affected sides are both left and right. The status of the devices is unknown. The manufacturer of the devices is unknown.